Event description:
It was reported that non-sustained right ventricular oversensing due to post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable.